Event description:
During preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal, but it did not unravel completely. The seal was removed without damaging the anastomosis. No patient complications were reported by the hospital.

Manufacturer narrative:
Visual inspection verified that the last outer winding did not unravel. The complaint is confirmed.